Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 13 mm from the distal end. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The fracture surface of the probe showed that crack developed from the mark. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard object. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During an unspecified procedure, three of the subject devices were used. In the procedure, the probe of the first device broke. The second device was not recognized by the generator. The third device was not recognized by the generator. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the first device used. On january 9th, 2019, olympus medical systems corp. (Omsc) found that the probe was broken off. This is the report regarding the breakage of the probe.